Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had shut off unexpectedly. Customer stated the insulin pump had no delivery alarms, rejected new battery and louder and grinding noise during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify battery out limited, failed battery test and no excessive no delivery or occlusion alarm test due to motor error alarms. (B)(4).